Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned to for assessment. The returned device included the packaging, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully separated and fully rear-locked and the anchor and collagen were found to have been released and were visible within at the distal tip. Functional testing could not be performed due to the condition of the returned device. The complaint can be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A3b: gender: n/a. A4: weight: large body habitus. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: radiologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during a procedure the 6fr angio-seal vip device could not be deployed. After inserting and verifying two clicks, the entire device was removed from the artery/patient during the deployment attempt. Upon inspection, it was found that the footplate remained inside the angio-seal sheath. Manual compression was used to achieve hemostasis. There was no reported impact on the patient, no death, no life-threatening injury involving the device, no permanent injury to body function or structure, and no intervention required to prevent permanent injury. It is unknown if the procedure was completed successfully, and there was no known effect on the patient's condition from the event and outcomes. Additional information was received on 07 oct 2024: the right common femoral artery (cfa) access over the bifurcation for a left femoral av fistula embolization procedure. A 6fr short sheath was used, then exchanged for a 6fr 45cm sheath. Due to the patient's large body habitus, the track was dilated, and the 6fr sheath was deployed over an amplatz wire for stability. No pre-deployment angiogram was performed as ultrasound access was done at the beginning of the procedure, with angiography pre-procedure confirming cfa access. The angio-seal was inserted over the amplatz wire, clicked in (presumed deployed), then the handle was clicked back and pulled to deploy the gelatin plug, but the entire device came out. The footplate was found inside the angio-seal sheath, indicating it did not deploy. Hemostasis was achieved by manual compression, with an estimated blood loss of less than 50cc. The patient is stable, and no concomitant medical products were used with the angio-seal.